Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4). This report was mailed to FDA on 06/25/2014. (B)(4).

Event description:
A surgeon reported a system powered down before surgery. The procedure was started and completed after exchanging the system.